Event description:
It was reported that a small volume folfusor delivered its contents too fast. This occurred during patient infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 2, 2014 to february 7, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.